Event description:
The customer reported that the device failed to power up and the device ready for use indicator (rfu) was displaying red x and chirping. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up and the device ready for use indicator (rfu) was displaying red x and chirping. There was no report of pt involvement or adverse pt impact. The device was evaluated st philips and the stated problem was confirmed. The processor pca was found to have been the cause of this malfunction. Replacing the processor pca resolved the issue. The device passed testing and was returned to the customer.